Event description:
The baby crashed one-day post operatively (hypoplastic left heart syndrome) and was placed on device. The perfusionist was called in by the nursing staff monitoring the device because the pre and post membrane pressure difference had increased to approx 300 mmhg. The pressure transducer lines flushed without problem. By the time the perfusionist arrived, the defference was 500 mmhg and the po2 was decreasing and pco2 was increasing. Act's were between 180 and 220 seconds per protocol with a constant drip. The perfusionist inspected the oxygenator and did not see any shifting of the membrane. The baby did not improve with device support and expired.